Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system main drawer 4.1 pocket c5 failed. The machine showed failed hardware icon, and the medication was grayed out and displayed a failed storage space. The customer tried to recover but the issue persisted. The customer stated that there was a delay in patient care.however, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6)was performed from the date of manufacture, 09-jul-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of this incident, a field service engineer (fse) confirmed with the customer that the user went to the station and did not observe any failure and confirmed that the customer had resolved. The system functioned as intended after the field service engineer investigated the issue.